Event description:
(B)(6) has two semi circles in the head of the implant that we call phalanges centering around the head of the implant; the phalange broke off on handling the implant for placement. This is the second implant of this exact same type where the phalange broke off, the first was not reported. (B)(6) alto total shoe/win lot 56720, exp date: 04/28/2022.